Manufacturer narrative:
The device was received by the baxter service facility for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed false downstream occlusion, which was verified through a review of the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an out of specification force sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed false downstream occlusion. No additional information is available.